Manufacturer narrative:
Prior to the analysis of the returned lead, the quality documents accompanying the manufacturing process for the ICD and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the functionality of both devices to be as specified. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In conclusion, the analysis of the lead did not reveal any sign of a material or manufacturing problem. Therefore, no conclusion can be drawn regarding the root cause of the clinical observation. However, based on the analysis results, a damage of the ICD cannot be excluded and should be considered as a possible root cause. Should additional relevant information or the ICD itself become available. This investigation will be updated.

Event description:
It was reported that the shock impedance was too low. The patient was monitored with home monitoring. The lead was replaced. Should additional information be received, this file will be updated.